Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty retracting the plunger was not confirmed during functional testing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - adverse event problem - 2017 failure to follow steps / instructions was added as femoral imaging was not performed.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using a small-bore sheath after a pvc ablation procedure. Femoral imaging was not performed. Reportedly, there was strong resistance during plunger removal, and the plunger could not be fully withdrawn. After repeatedly pushing and pulling the plunger, it was eventually removed without resistance. The same device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.